Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The reported event was confirmed via visual inspection. Manufacturing records were reviewed and no relevant issues were found. The probable root causes of this event are user error - awl not being used to prepare the pedicle; or normal wear and tear of instruments.

Event description:
It was reported that; tip broke during surgery. Update (B)(6) 2017: tip remains in the vertebral body. No adverse consequences to the patient reported.

Event description:
It was reported that; tip broke during surgery. Update: (B)(6) 2017. Tip remains in the vertebral body. No adverse consequences to the patient reported.